Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that after a device implant procedure on (B)(6) 2018, the patient experienced redness and swelling at the pocket site. The patient presented with atrial fibrillation, along with chest pain, fevers and chills. The patient was admitted for cellulitis. The device, atrial lead and right ventricular lead were explanted on (B)(6) 2018. The pocket was irrigated and the patient was given antibiotics for treatment. The patient tolerated the procedure well and was in a stable condition. A new ICD system was implanted on (B)(6) 2018.